Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had blood sugars in the 300 mg/dl - 400 mg/dl range. Troubleshooting was performed for high blood sugars. The customer reported that sometimes the buttons are hard to press on the insulin pump. At the time of the incident the customer's blood sugar was 400 mg/dl. The current blood sugar is 208 mg/dl. The customer reported that she was vomiting and there was pain from her falling down a fight of stairs and now has whiplash through out her whole body. The customer treated by the insulin pump and by the nurse. The customer reported that they have contacted their healthcare professional regarding their high blood sugar. Emergency was dispatched as a result of high blood sugars. The customer's blood sugar was over 300 mg/dl when admitted. The cause of hospitalization per healthcare professional was they fell off the stairs. The customer was wearing the insulin pump at the time of hospitalization. The customer declined to check for possible site/insulin issues. The customer did not return the device for analysis.